Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (30.0 mg/ml at 5.235 mg/day) via intrathecal infusion pump for chronic low back pain and spinal pain. It was reported that when the patient used their personal therapy manager (ptm) it would get stuck on 90-91 percent, sometimes for up to 3 minutes, before getting to 100 percent. It was clarified that it would take a long time to connect when it was down to 90 percent. It was reported that both the handset and communicator were fully charged when this happened. The patient was transferred to repair. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6); product type: accessory. Product ID: a820. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.